Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device has a hole in hose at muffler was confirmed. However, the reported condition that the device was lacking power was not confirmed. An assessment was performed on the device which found that the hose was damaged by the muffler. It was determined that this was caused by pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. During assessment there was no evidence of the device lacking power. The assignable root cause of the component damage was determined to be due to abuse, misuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device had a hole in the hose at the muffler end. It was further reported that towards the end of the surgery, the device was lacking power. There were no delays in the surgical procedure. A spare device was not needed as the same device was used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device evaluation was corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were holes in the hose by the muffler. Therefore, the reported condition was confirmed. The hose manufacturing process was reviewed which determined that the fixture used to install the crimp ring and muffler caused a breach in the hose. The assignable root cause was determined to be due to component damage caused by the manufacturing fixture. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.